Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation determined that the customer report of "pump is not working anymore" was a door not fully latched alarm. The alarm was caused by a loose upper link screw. The screw was adjusted during evaluation with the door performing as expected. The screws have been replaced during the repair process. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction "door not fully latched" is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event.

Event description:
It was reported that a spectrum infusion pump was "not working anymore." It wa also reported that there was no patient involvement.